Event description:
It was reported that there was a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.